Manufacturer narrative:
Submit date: 08/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that the light handle cover split as they put it on. The light handle cover was not too tight. The split was found after the doctor scrubbed in and a new glove placed. A skytron handle was being used with the lite glove.